Event description:
It was reported to philips that the system would not boot up. The system was not in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log file could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and upon investigation fse identified that host pc would not boot up and no linked lights were on. Fse replaced the host pc and hard disk drive(hdd) which resolved the issue. The host pc was returned for analysis and part analysis confirmed that the host pc hdd bay did not detect hdd. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the host pc and hdd. The codes were updated based on the investigation outcome.